Event description:
A report was received that the patient experienced a surge of stimulation after a pulse electrical magnetic stimulator was used. The patient then had telemetry error and was having difficulty charging the ipg. Device malfunction was suspected as a result of an electromagnetic stimulation. The patient will undergo ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient experienced a surge of stimulation after a pulse electrical magnetic stimulator was used. The patient then had telemetry error and was having difficulty charging the ipg. Device malfunction was suspected as a result of an electromagnetic stimulation. The patient will undergo ipg replacement.